Manufacturer narrative:
Per the tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Customer reportedly reused a cartridge therefore, reported leak may have been caused by overfilling, although unable to confirm. Customer's blood glucose was between 90 and 130 mg/dl.